Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). The report about erythema, excoriation and fluid drainage no longer apply to this event. Please refer to manufacturer report # 3004209178-2014-13519 for that event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the outcome resolved without sequelae on (B)(6) 2014. Interventions included lumbar incision edges debrided on (B)(6) 2014. Clear fluid was draining from the lumbar incision on (B)(6) 2014. Examination found lumbar incision was not well-approximated and was draining serosanguineous fluid on (B)(6) 2014. It was noted that the lumbar tissue was very irritated from the csf leak on (B)(6) 2014. On (B)(6) 2014 after examination/palpation there were no symptoms of csf leak. The posterior incision was healing well on (B)(6) 2014. It was reported possibly related to the device or therapy and related to the implant procedure. The severity of the event was noted as severe. The patient required hospital admission and in-patient or prolonged hospitalization was required as a result of the event that necessitated medical or surgical intervention. If additional information is received, a follow-up report will be sent.

Event description:
It was reported there was a severe csf leak. It was noted the refill program date was (B)(6)-2014. It was noted that the outcome was on-going. It was reported that intervention included device surgical revision, specified as repair of csf leak on (B)(6)-2014. It was noted that diagnostic methods included examination/palpation. It was reported that diagnostic results showed a csf leak on (B)(6)-2014. It was noted that the etiology was the incisional site/device tract, lumbar site. It was reported that it was not related to the device or therapy and was related to the implant procedure. Per logs provided, the pump was lowered to minimum rate. It was reported that the event seriousness resulted in in-patient or prolonged hospitalization and necessitated medical or surgical intervention. It was reported that the pump was used to infuse infumorph (morphine). It was reported that there was a catheter issue specified as the patient had a csf leak at the distal segment. It was noted that the actions required as a result of the event included explant. It was reported that the product issue was resolved and that the cause of the issue was not determined. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that the patient had a headache, specified as csf leak. It was noted that the location of issue or symptoms was the catheter track. It was later reported that the patient was not using infumorph. It was noted that intervention included medical or non-surgical therapy specified as removed staples from implant and applied sterile dressing on (B)(6)-2014. It was reported that intervention included device surgical revision specified as repair of csf leak with proximal catheter revision and replacement of purse strings around catheter entry into the fascia on (B)(6)-2014. It was noted that intervention included programming/refill/bolus specified as decreased on (B)(6)-2014. It was reported that intervention included medical adjustment specified as the start of bactrim ds tablet 800-160 po for 10 days on (B)(6)-2014. It was noted that intervention including medication adjustment specified as start of silvadene cream 1% topical application for 14 days to abdominal incision on (B)(6)-2014. It was reported that there was an epidural blood patch that occurred on (B)(6)-2014. It was noted that there was a medical adjustment specified as initiation of clindamycin 600 mg IV q8h on (B)(6)-2014. It was reported that the catheter replacement and repair of csf leak occurred on (B)(6)-2014. It was noted that intervention included device surgical revision specified as incision <(>&<)> drainage (I<(>&<)>d) of pump pocket on (B)(6)-2014. It was reported that intervention included medication adjustment, specified as continue bactrim on (B)(6)-2014. It was noted that diagnostic examination/palpation results showed mild erythema. It was reported that the posterior lumbar incision had a small amount of clear fluid draining. It was noted that the patient had a slight worsening of headaches and photophobia over the past 1-2 days on (B)(6)-2014. It was reported that examination/palpation diagnostic results showed a modest amount of clear fluid draining from posterior incision. It was noted that excoriation from tape to abdominal incision on (B)(6)-2014. It was reported that the patient had a headache and drainage from posterior incision on (B)(6)-2014. It was noted that there was small leak of blood-tinged fluid from posterior incision on (B)(6)-2014. It was reported that serious drainage from posterior incision and an area that is not well approximated, headache, erythema and excoriation areas to abdominal incision on (B)(6)-2014. It was noted that lab work results showed ua, cbc and cmp were unremarkable on (B)(6)-2014. It was reported that the patient had a slight headache prior to surgery on (B)(6)-2014. It was noted that diagnostic results showed no signs or symptoms of csf leak, denies headache on (B)(6)-2014. It was reported that the signs and symptoms included erythema to abdominal incision, clear fluid draining from posterior lumbar incision, headaches and photophobia and csf leak.

Event description:
Additional information received reported this was an adverse event where there was a cerebral spinal fluid (csf) leak around the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
When reviewing the medical record and procedure notes associated with the cerebrospinal fluid leak (csf leak) events for the patient, it appeared that they were duplicate. The event was only 1 csf leak and it occurred on (B)(6) 2014.

Manufacturer narrative:
(B)(4).